Event description:
It was reported that upon interrogation the pacemaker showed seven months remaining battery longevity. Eight months earlier the battery status showed five years remaining. The patient only paces 23 percent and outputs were within normal programming limits. Engineering analysis of the pacemaker's memory found the device to be depleting prematurely. It was noted that the power consumption had been increasing steadily over the past year. Explant was recommended. The pacemaker was explanted and replaced. Boston scientific has issued an advisory communication regarding a subset of pacemakers and cardiac resynchronization therapy pacemakers (crt-ps) with an elevated potential for early replacement due to hydrogen-induced accelerated battery depletion. This particular device was included in the advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
This report is being filed to submit the analysis results.